Event description:
After the iab was inserted in the pt and connected to the pump, it was determined that the balloon leaked. Because of this, the iab was removed and replaced. There were no pt complications.